Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacture date is unknown. The device mfg date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a reading of 190 mg/dl and 191 mg/dl which was higher than laboratory readings 100 mg/dl and 90 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a reading of 190 mg/dl and 191 mg/dl which was higher than laboratory readings 100 mg/dl and 90 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. There was no death, serious injury or mistreatment associated with this event.